Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that he presses esc or act and it doesn't do anything. The customer stated that he hear the alarm and pulled pump out of the pocket. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Unable to confirm the needle anomaly due to the patient not returning the sensor needle. Unable to confirm the adhesive anomaly due to the opened/used sensors.